Event description:
Defective uretero1 flexible ureteroscope. Doctor was using the uretero1flexible ureteroscope and had been worked fine. But suddenly, the image was lost and the screen said, "scope not detected." We changed to another monitor, but same message showed. The procedure was almost finished at that time; he didn't need another uretero1. The patient has no injury.